Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a time keeping test was performed on the pump and the pump was found to be keeping time accurately. The pump was left without power for one hour and the pump was found to correctly maintain the time.

Event description:
It was reported that the time on the subject pump was 12 hours ahead. At the time of troubleshooting, customer support or the patient were unable to determine when the time gain occurred. The patient denied making any changes to the pump date/time settings recently. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.